Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose following a site and supply change with an ilet system, with the highest reported glucose of approximately 200 mg/dl and a duration above 180 mg/dl of about three hours; the site was replaced without observed issues, initial levels trended down, and a later rise occurred after eating, including fruit, with subsequent stabilization. Symptoms included hyperglycemia without reported ketosis, dehydration, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for backup therapy, no alerts for sustained extreme hyperglycemia, no medical intervention, and no assistance required. Investigation included troubleshooting and education, including site change assistance and hydration guidance, with follow-up confirming decreasing glucose and later dietary-related fluctuation. Investigation of this case revealed no device alarms, no site removal issues, and a likely contribution from carbohydrate intake to the transient hyperglycemia, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-serious, with user factors such as recent food intake plausibly contributing.